Event description:
It was reported that the programmer exhibited autonomous cursor movement after the most recent software update. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to partially confirm the customer comment that the programmers touch screen was still working with a stylus but finger touch was not working properly. It was noted that there was no autonomous cursor movement observed. It was also noted that the cooling fan was noisy and cord bay door was missing. The keypad was loose and printer button was worn out. The left keyboard hinge was broken and upper bullets were missing. Correction: section b5.desc evt problem medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further noted that programmer's display was not worked. Even when not touching any part of the display sometimes cursor jumped itself but stylus was working.